Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's ipg was no longer able to hold a charge for more than 24 hours. In turn, the ipg had to be recharged more frequently. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.